Event description:
This ra lead was implanted on (B)(6) 2017 and still international remains implanted at this time. It was noted on (B)(6) 2017 that the lead was exhibiting undersensing. The lead was reprogrammed and then exhibited farfield oversensing of the r-wave. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).